Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm. Problem isolated to electronic assembly. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Frozen screen not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm, keypad anomaly and frozen display. It was reported that alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer states that there was a response from a button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.